Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. Device evaluation by the customer: the facility's biomedical engineer confirmed that this avea ventilator did not recognize the involved two transducers. A new transducer was tested and zeroed for use. The customer reported that this avea ventilator unit was then released for patient-use.

Event description:
The customer reported that they were trying to set up this avea ventilator when the end-user was unable to get the device to recognize the neonatal flow transducer. A second flow transducer was also found to be bad. The ventilator was changed out and the customer stated that this issue resulted in a delay of care, but there was no patient injury or harm.